Event description:
It was reported that the patient experienced an embolic stroke within 12- 24 hours post procedure. An enroute transcarotid neuroprotection system (nps) was selected for use in a left side transcarotid artery revascularization (tcar) procedure. The physician noted that the artery was deeper than anticipated via pre-procedure imaging, and accessed the vessel at a higher point, offsetting the runway length. There was difficulty in exchanging the sheath, as the location of intervention was right at the bifurcation. Before clamping, there was wait on the activated clotting time (act) as two machines malfunctioned. The procedure was completed, and the patient woke up neurologically intact. Between 12- 24 hours post procedure, the patient had a stroke. Imaging performed revealed an embolic event noted in the left motor strip. The patient has improved slightly at the time of reporting and there was no intervention reported.